Manufacturer narrative:
Section d4: expiration date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a ¿cracked case¿ was confirmed via evaluation of the returned power module (serial number: (B)(6)). The returned unit was inspected at service depot revealing that the plastic housing surrounding the patient cable connector was broken and that the black plastic on the patient cable connector was slightly chipped. No functional issues were noted during evaluation of the unit. The damage parts were replaced and the unit was then functionally tested without any issues. It was noted that the unit was returned to the customer. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 18apr2017.. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module had a cracked case.